Event description:
It was discovered during rite testing that a pump had undetected upstream occlusions. There was no pt involvement since the error was found during testing.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found that the pump failed the rite test for upstream occlusion at 40 ml/hr, confirming the allegation. The error was solved when a known good rear case assembly was used. As a result, the rear case assembly and the downstream pusher was replaced.